Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head will not interrogate and failed uplink functional tests; rf head cable found out of electrical specification. Analysis also found the rf head label backing is missing, the magnet is broken, and the upper case lens is cracked. Concomitant product: 229047 analyzer.

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.